Manufacturer narrative:
The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The distributor notified new world medical that the intial event or problem was hypotony, but the doctor was able to solve the issue during the surgery. The iop was stabilized when check on 1st and 6th post-op and the valve remains in the patient's eye.

Event description:
The doctor has implanted the valve but the anterior camera was collapsing even when he injected bss solution, the iop has reached 14 mmhg. He decided then to make another ostium in order to be sure that there was no link of aqueous humour through it, however the patient kept on atalamy and he refers high flow through the "body" of the device. So, he decided to stitch the tube using vicryl 7.0.